Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had infection, redness and discharges around the stoma site. The physician ordered duocid 350mg tablet, bactroban pomad 15ml and rifocin 250mg 3ml ampule. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 21, 2015: the procedure date is (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 12, 2015: the peg tube was not replaced, only the pump is changed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had infection, redness and discharges around the stoma site. The physician ordered duocid 350mg tablet, bactroban pomad 15ml and rifocin 250mg 3ml ampule. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 21, 2015: the procedure date is (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown.according to the complainant, the patient had infection, redness and discharges around the stoma site. The physician ordered duocid 350mg tablet, bactroban pomad 15ml and rifocin 250mg 3ml ampule.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.